Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed a message during an attempted interrogation that indicated the ICD may have undergone a malfunction. The ICD was removed and replaced.